Manufacturer narrative:
H.6. Investigation: bd received 1 customer photo of a bd pbbcs device from batch 0253618 for evaluation. The photo only shows the blister pack label/product information without the actual device in sight; therefore this complaint cannot be confirmed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure from the customer photo received. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when the needle is retracted to cover it, blood spills at the junction of the flexible tube and the body of the winged kit." Additional information received 3/25/2021: the customer reported the health care worker was exposed to blood. Additional information received 3/31/2021: the customer reported: "this event occurred to two nurses in the past two days, which I think is exacerbating the problem."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when the needle is retracted to cover it, blood spills at the junction of the flexible tube and the body of the winged kit." Additional information received (B)(6) 2021: the customer reported the health care worker was exposed to blood. Additional information received (B)(6) 20/21: the customer reported: "this event occurred to two nurses in the past two days, which I think is exacerbating the problem."